Event description:
During surgery, drill bit broke. Surgery performed: wide local excision of lateral nasal carcinoma. Orbital exenteration. Left temoralis transfer through lateral orbitotomy. Left paramedian forehead flap. Gore-tex implantation in left temporal area. Partial maxillectomy. Ethmoidectomy. Temporalis flap. Modified mustarde flap. Complex eyelid reconstruction. There was no delay in the surgical procedure. Note: in the package is the broken drill bit and a whole drill bit that was used for comparison purposes.